Manufacturer narrative:
It was reported that the light allegedly separated from the cardanic. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event. The device is being returned the manufacturer and a supplemental will be filed with the results of the investigation.

Event description:
It was reported that the light allegedly separated from the cardanic. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event.